Event description:
The customer reported no audio from the mx40. No pt harm was reported.

Manufacturer narrative:
(B)(4). The mx40 device was sent to an outside vendor for repair. The speaker was replaced to resolve the issue and the device was returned to the customer for use. This was a malfunction of the mx40 speaker.